Event description:
The customer reported high bgs and excessive thirst/urination. The customer also stated that the programming is correct as they usually change their basal rates accordingly throughout the day. It was mentioned that the doctor believes it is set related. Troubleshooting was performed. The high-pressure test passed. During the call the customer informed that they were hospitalized for dka. The customer was in ICU and treated with insulin drip. Furthermore, the customer was also hospitalized for low bgs before.